Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had insulin flow block alarm. Customer¿s blood glucose was unknown at the time of incident. The issue was resolved by changing reservoir. The reservoir will be returned for analysis.